Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample was not returned, its condition cannot be identified, and the usage details are unclear, the root cause of the complaint defect cannot be determined. The factory will continue to monitor such defects.

Event description:
No additional information.

Event description:
The patient underwent intestinal surgery and requires long-term intravenous infusion for nutritional support. To avoid repeated punctures damaging the blood vessels, an indwelling needle was used. After three days of use, an inspection revealed damage to the indwelling needle line, prompting its immediate replacement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.